Event description:
Received part of the broken device in 2005. However, product ID, lot number and incident information were not available at this time. Attempts have been made to request information from the distributor, but no information was obtained. In 2005, information was received from the user facility as follows: the pt underwent the 1st mtp j fusion on patient's left great toe in 2004 for hallux rigidus. The mtp j was stabilized with a hallu c and 2 twist off screws in the proximal and distal fragments. Bone stock was found to be satisfactory. After operation, the pt was put on a forefoot cast and allowed to have heel weight bearing in a ortho wedge shoe. Patient received exam after two weeks for the condition of wound healing. The wound had healed well and pt therefore kept the forefoot cast for another four weeks and was told to continue the heel weight bearing. Six weeks later the pt was in clinic for a follow up examination, the hallu c was found to be broken through a radiological exam. The pt then underwent a revision mtp j fusion about twelve weeks later with a hallu s plate.